Event description:
The right atrial (ra) lead exhibited oversensing on stored electrograms (egm) resulting in false atrial tachycardia/atrial fibrillation (at/af) detection and chest pains. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).